Manufacturer narrative:
A4: unk, a5: unk, a6: unk, b3: unk, d6b: unk, h6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.50/+5.0/094 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens had rotated and was unstable. The lens remained implanted. This was the replacement lens for MFR. Report # 2023826-2023-03886. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.